Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h10.

Event description:
It was reported when using the bd solomed¿ syringe there was leakage, stopper loose, and the loose plunger falls off. The two events occurred 1 time each. The customer stated: "plunger released, when finished applying the plunger. The plunger also released during aspiration. Medication returning through the plunger as if the rubber was not tight. The plunger was loose ."

Manufacturer narrative:
Date of event for leakage is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd solomed¿ syringe there was leakage, stopper loose, and the loose plunger falls off. The two events occurred 1 time each. The customer stated: "plunger released, when finished applying the plunger. The plunger also released during aspiration. Medication returning through the plunger as if the rubber was not tight. The plunger was loose ."